Manufacturer narrative:
Concomitant medical products -non-bd used microclave. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the nurse had to change out the newer extension set with the 0.2micron filter 3 separate times due to the device alarming "patient side occlusion". The nurse checked the patient's IV site for patency which had good blood return. The nurse eventually switched to one of the previously used extension set material numbers and added a filter to have the infusion complete without further complications. The nurse noted that the previous extension set that they used was 2ml, whereas this extension set is for only 0.6ml. It is also noted on the attached picture that the male luer appears to be broken or inappropriately separated. It is noted that the product has a spin collar male luer.

Event description:
It was reported that the nurse had to change out the newer extension set with the 0.2micron filter 3 separate times due to the device alarming "patient side occlusion". The nurse checked the patient's IV site for patency which had good blood return. The nurse eventually switched to one of the previously used extension set material numbers and added a filter to have the infusion complete without further complications. The nurse noted that the previous extension set that they used was 2ml, whereas this extension set is for only 0.6ml. It is also noted on the attached picture that the male luer appears to be broken or inappropriately separated. It is noted that the product has a spin collar male luer.

Manufacturer narrative:
The customer¿s report of occlusion alarms was not confirmed. Functional testing of priming and infusion testing was successful and did not replicate any occlusions or occlusion alarms with the received set. The customer did not send in the pump module this event took place on. The customer¿s report that the male luer appears to be broken or inappropriately separated was not confirmed. The male luer was not observed to be broken or separated. The spin collar does separate from the male luer but is intended by design. No anomalies were observed with the received set during visual inspection. The root cause of the customer¿s report could not be identified because no occlusions, occlusion alarms, or difficulties priming were replicated during internal lab testing. The root cause of the customer¿s report could not be determined because no breaks or inappropriate separations were observed with the received set.